Manufacturer narrative:
(B)(4). The device history record review for the device involved in this complaint shows that the product was assembled and inspected according to our specifications. The device received (concha column 382-10) was evaluated for alleged low water alarm issue. Investigators simulated a setup with the sample column, a 1650ml water reservoir, a neptune heater, and active ventilation. The water did not flow into the lower tube of the column at first, but did once the bottle was squeezed. There was a low water alarm initially, but it stopped when the bottle was squeezed to initiate flow, which is specified in the instructions for use (IFU). Low water alarm was activated with an empty water bottle. This is expected and normal, as the device is designed. Thus the event in the complaint could not be recreated. Customer complaint is not confirmed. The column functioned as intended when used in accordance with the IFU. The IFU for this product instructs the user, "to insure that the initial water flow through the lower tube is not blocked by surface tension in the check valve, squeeze the bottle slightly." No corrective/preventative actions are assigned.

Event description:
The customer alleges that the neptune is not registering low water.